Event description:
A malfunction alarm occurred with the code malf 12, but there was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, and a representative provided instructions to reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to reach out if the issue reappears.